Event description:
The manufacturer received information alleging a ventilator's lcd screen had colored lines on it. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen had evidence of physical damage and was not viewable. The device's lcd screen was replaced to address the issue.